Event description:
Force was used during the attempt to cross the stent through a calcified lesion. The unexpanded stent was dislodged from the balloon in the coronary artery during a withdrawal attempt and was successfully snared from the vessel with a retrieval device.